Event description:
It was reported that the device¿s wake/sleep capacitive touch button was intermittently unresponsive, preventing immediate wake and unlock, after which the user was able to wake the device and, following a restart, unlock it without difficulty. Symptoms included temporary inability to operate the device interface. Outcomes included restoration of normal operation after troubleshooting and restart, with user education provided on next steps should the issue recur. Investigation included guided troubleshooting and functional checks via a device restart. Investigation of this case revealed that the issue was reproducible only intermittently and resolved with a restart, consistent with an interface control anomaly related to the capacitive wake button. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software or capacitive sensing behavior not confirmed during follow-up operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.